Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device.  The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. A review of the share logs was performed and a loss of connection was found within the investigation window. The complaint confirmation of a loss of connection was confirmed. The probable cause was determined to be temporary communication error between device and transmitter, re-connect.